Event description:
Dear FDA, I, dr. (B)(6), am writing this letter to file a complaint against dr. (B)(6) as a former patient regarding a male enhancement procedure he performed on me using his non-FDA approved self-compounded permanent silicone dermal filler in (B)(6) 2020 in his (B)(6) office. The procedure resulted in penile injury and mental distress. I have recently come to understand the full illegality of dr. (B)(6) actions, and that is why it has taken me so long to write this correspondence. Dr. (B)(6) in performing his procedure using his permanent silicone dermal filler violated multiple federal and state laws. Below I will point out the federal laws, and the laws of (B)(6) that were broken, because the procedure was done in (B)(6), and the laws of (B)(6) that were broken, because I live in (B)(6). Continuing to allow dr. (B)(6) to perform male enhancement using his permanent silicone based dermal filler will cause irreparable harm to public health. The male enhancement procedure that dr. (B)(6) performs involves the injection of his self-compounded permanent silicone dermal filler into and under the skin of the penis. The compounded silicone dermal filler he used on me and continues to use on others is required to be FDA approved prior to use on any human because the FDA classifies dermal fillers as class 3 medical devices which require pre-market approval. Dr. (B)(6) dermal filler has never gone through the pre-market approval process. Therefore, the use of his dermal filler in humans is illegal. (21 usc 360c, 21 usc 360e) https://www.FDA.gov/media/147037/download#:~:text=page%202, aesthetic%20use%20in%20the%20hands, https://www.FDA.gov/media/146870/download, https://www.FDA.gov/consumers/consumer-updates/dermal-filler-dos-and-donts-wrinkles-lips-and-more, https://www.FDA.gov/medicaldevices/ aesthetic-cosmetic-devices/FDA-approved-dermal-fillers). I have reason to believe that dr. (B)(6) has recently filed paperwork with the FDA in an attempt to initiate the FDA pre-market approval process but has failed to disclose to the FDA that he without having pre-market approval continues to use his permanent silicone dermal filler on patients in (B)(6). Dr. (B)(6) also continues to market his permanent silicone dermal filler not only to patients, but also to physicians across the united states. I am one of the physicians who became fraudulently induced into signing a license agreement with dr. (B)(6) in 2020 and buying his permanent silicone dermal filler. I fortunately have stopped and dissociated myself with him. I am attaching the license agreement to this email. Please note his national plan as laid out in the first few pages of the license agreement notice to sell his non-FDA approved permanent silicone dermal filler across the USA to un suspecting physicians. The silicone oil dr (B)(6) uses as an ingredient to compound his dermal filler is also not FDA approved. Neither is dr. (B)(6) silicone oil equivalent to any injectable FDA approved silicone oil. The two current FDA approved silicone oils are silikon 1000 which has a viscosity of 1000 centistokes, and adato-sil-ol 5000 which has a viscosity of 5000 centistokes. These two silicone oils are only approved for use in eye surgery. Both oils are classified by the FDA as class 3 medical devices and have undergone the required FDA pre-market approval process. Dr. (B)(6) silicone oil is of unknown purity and unknown quality and has a much higher viscosity of 12,500 centistokes. (Https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfpma/PMA.cfm?ID=p950008) (https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfpma/PMA.cfm?ID=p910071). Dr. (B)(6) did not inform me of these above facts. He fraudulently induced and deceived me into getting the male enhancement procedure done by stating he is compounding FDA approved drugs and using them in an "off label" way. That is false because neither is dr. (B)(6) silicone oil ingredient, nor is his compounded. Dr. (B)(6) did not inform me of these above facts. He fraudulently induced and deceived me into getting the male enhancement procedure done by stating he is compounding FDA approved drugs and using them in an "off label" way. That is false because neither is dr. (B)(6) silicone oil ingredient, nor is his compounded silicone dermal filler FDA approved. The FDA's classification of dermal fillers as a class 3 medical device requiring pre-market approval, preempts and prevents any physician from self-compounding a new dermal filler for in office use without first undergoing the required FDA pre-market approval testing and scrutiny. The FDA specifically in 21 usc 360j (b)(2) disallows physicians from compounding new class 3 medical devices without getting FDA pre-market approval except in the following very limited circumstances for rare conditions where investigation is impractical, making no more than 5 devices per year, and with notifying the FDA on an annual basis of the use of this exemption. Unfortunately, dr. (B)(6) continues to break laws and perpetuate his falsehood, as can be seen on his website and youtube videos, to attract patients and induce them into getting his procedure done. Dr. (B)(6) is using his illegal non-FDA approved silicone dermal filler and equating it with a physician's use of FDA approved drugs in an "off label" way. This deception is very dangerous for public health. Please see this false misleading section from dr. (B)(6) website. He is falsely deceiving patients into thinking they are getting an FDA approved silicone oil, silikon 1000) in an "off label" way, when in reality dr. (B)(6) is using his own non-FDA approved silicone oil in the creation of a permanent silicone dermal filler that requires FDA approval prior to use on humans. (See the below writing and representations from dr. (B)(6) website (B)(6)).